Event description:
(B)(4).

Manufacturer narrative:
On 05/31/2012, medical action industries (mai) (B)(4) facility received from the FDA, a copy medwatch report which was then forwarded to mai complaint unit (B)(4). Mai had previously received this complaint on 05/23/2012 and had assigned complaint # (B)(4). (B)(6) was contacted immediately for further info and rga #(B)(4) and (B)(4) label tracking were issued to (B)(6) to return the complained chloraprep to our (B)(4) facility. Mai contacted carefusion the MFR of the complained chloraprep and issued scar # (B)(4), carefusion issued complaint # (B)(4). The complained chloraprep sample was received at our (B)(4) facility on 06/06/2012 and immediately shipped overnight to: carefusion, attn. (B)(4) - front desk. Carefusion's response to scar # (B)(4) will be reviewed and kept on file once received. In addition, this occurrence has been entered into mai's formal complaint system in which defect trends are closely monitored.